Event description:
During preparation for a coronary artery bypass graft surgery, three heartstring seals cracked while loading the seals into the delivery tube. Fouth replacement device was used but the seal became detached from the tether suture line. The surgeon used a side biter clamp to complete the procedure. No other pt complications were reported by the hosp. This report is for the fourth seal that detached from the tether, and a side biter clamp was used to complete the procedure.